Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report: 1627487-2018-07298, reference MFR. Report: 1627487-2018-07299, reference MFR. Report: 1627487-2018-07302. The patient was implanted with scs system for off-label use. It was reported the patient experienced ineffective stimulation. As a result, the physician explanted the system (exact explant date is unknown).